Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported during the procedure the subject catheter broke apart at the proximal end of the shaft after pushing through the sheath. The subject catheter broken fragment was not inside the patient and was pulled out with the whole device. The subject catheter was replaced and procedure completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. The device was returned and the lot number was confirmed from the hub of the returned with the device. During visual inspection the catheter shaft was seen to be broken just below the hub. The shaft was seen to be kinked 53cm from the distal tip and approximately 13/14cm from the distal tip. Functional testing was not required as the defect was confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The as reported event of the catheter shaft broken/fractured during use as well as the as analyzed device of catheter shaft broken/fractured during use and catheter shaft kinked/bent was assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the procedure the subject catheter broke apart at the proximal end of the shaft after pushing through the sheath. The subject catheter broken fragment was not inside the patient and was pulled out with the whole device. The subject catheter was replaced and procedure completed successfully with no clinical consequences to the patient.